Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (10.8 mg/day) via an implanted pump. The indication for use was spinal pain. It was reported that somewhere between (B)(6) 2018 and (B)(6) 2019, the pump was critically alarmed for the first time. The patient noted that surgery was done to find the cause and the surgery fixed whatever caused the alarm. No further details provided.